Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) exhibited an inappropriate shock due to noise during strenuous activity. A review of the device data by Technical Services (TS) noted that this was likely related to sudden muscle noise or possible Electromagnetic Interference. TS discussed performing testing to reproduce noise with similar movements. A follow up took place and it was noted that noise was reproduced in all sensing vectors. The patient will undergo an X-ray and TS noted that not much could be done regarding programming around the noise. A transvenouis system may be considered. The device remains implanted. No adverse patient effect were reported.Additional information noted that this patient received another inappropriate shock. Technical Services (TS) reviewed the device data and noted myopotentials seen at time which were as big as R waves. TS noted that the patient has received inappropriate shocks historically thus may need to keep primary sensing vector. The device remains implanted. No adverse patient effect were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.